Event description:
It was reported that a patient presented in the hospital after receiving inappropriate high voltage therapy. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.